Event description:
On (B)(4) 2012, the reporter contacted animas to report that the patient had died on (B)(6)2012 and that the cause of death was diabetic ketoacidosis due to diabetes mellitus. The patient had reportedly been living with friends, and they were unsure if the patient had been connected to the pump leading up to his death or not. Animas customer support spoke with the medical examiner's office and the patient's family, and neither could provide any information related to the patient's death. The patient was reportedly not connected to the pump at the time of his death, and it is unknown at this time why he was disconnected from the pump. The educator at the patient's endocrinology doctor's office reported that at the patient's last appointment, it was noted that he was not managing his diabetes well and was not testing his blood glucose, but that there were no concerns regarding the pump noted. The patient's endocrinologist reportedly had no additional information to provide. This complaint is being reported because there is not enough information available at this time to rule out the pump as a cause or contributor to the patient's death.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).